Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6: h4: the device was manufactured from february 7, 2020 - february 10, 2020. H10: the actual device was received for evaluation. A visual inspection performed, and it was noted that bladder had ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have potentially caused the rupture problem and no issues were found. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfusor sv (small volume) burst during preparation. There was no patient involvement. No additional information is available.